Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices shows the weld fractured between the strike plate and broach handle body. Excessive dings, gouges, nicks, and wear visually apparent. Device history record (DHR) was reviewed and no discrepancies were found. Based off the provided information the most likely cause of the weld fracture is from the impaction along the proximal body of the broach handle. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle fractured while in use. The procedure was completed with another handle present in the surgical unit. There was no patient injury and no delay in the procedure as a result of the event.